Event description:
Pt reported that his infusion set was leaking. He indicated that the leakage only occurred when bolusing. Due to the leakage, pt delivered add'l insulin, which caused his blood glucose to drop to 60 mg/dl. No treatment was received.